Event description:
A government agent reported that during intraocular lens (iol) implant surgery, the trailing haptic became jammed in the injector. The surgeon was unable to release the haptic; so, it was cut and the lens was removed from the eye. Another lens was implanted, but there was vitreous loss due to damage caused by removing the initial lens. In a follow-up, the surgeon reports that the event continues, but may resolve with treatment. The patient's intraocular pressure was reported to be 42 mmhg postoperatively, and currently is 12 mmhg. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Information provided in the product associated grid indicated an unapproved viscoelastic was used. Root cause: the root cause could not be determined. The product was not returned. Information provided indicated a failure to follow the directions for use, unapproved viscoelastic used. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).